Event description:
Reporter alleged the customer obtained the results of 235 mg/dl and 101 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. Reporter stated that the customer had handled peach pies prior to testing and did not wash his hands. No adverse event reported. A request was made for the return of the affected product.